Event description:
It was reported that a thrombus occurred. The patient underwent a left atrial appendage (laa) closure procedure. The procedure was successfully completed without incident, and a complete seal was noted. The 45 follow up was unremarkable. Blood thinners were discontinued around 6 weeks post implant. On (B)(6) 2018, patient presented for 1 year follow up and a thrombus was discovered on the face of the device. At this time, patient has been instructed to continue with blood thinners and return in 90 days for a follow up echocardiogram.